Manufacturer narrative:
The patient code 3191 accounts for the surgical intervention that occurred. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix, during the revision/explant, caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted. The electrical allegations while implanted were not confirmed, despite the inner coil break, as the helix difficulty likely occurred during revision/explant. No other conductor abnormalities were found.

Event description:
It was reported that there appeared to be some form of loss of capture on this newer implanted right atrial (ra) lead. The intrinsic amplitude had decreased, and the ventricular paces were being oversensed on the ra channel. Additional information was reported indicating that this ra lead was removed and replaced. Additional information was reported indicating that during a lead revision procedure, this ra lead impedance showed greater than 3000 ohms. When connected to a pacing system analyzer they saw a loss of capture at 5 volts and the pace impedance was greater than 3000 ohms. The lead was repositioned. In deploying the ra lead several times, the helix would not re-deploy, so the lead was removed and replaced. No additional adverse patient effects were reported. This product has been returned and a device evaluation was completed.

Manufacturer narrative:
The patient code 3191 accounts for the surgical intervention that occurred.

Event description:
Additional information was reported indicating that during a lead revision procedure, this ra lead impedance showed greater than 3000 ohms. When connected to a pacing system analyzer they saw a loss of capture at 5 volts and the pace impedance was greater than 3000 ohms. The lead was repositioned. In deploying the ra lead several times, the helix would not re-deploy, so the lead was removed and replaced. No additional adverse patient effects were reported. This product has been returned. This report will be updated upon analysis completion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there appeared to be some form of loss of capture on this newer implanted right atrial (ra) lead. The intrinsic amplitude had decreased, and the ventricular paces were being oversensed on the ra channel. Additional information was reported indicating that this ra lead was removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.